Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("painful periods") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), headache ("headaches"), fatigue ("fatigue"), hot flush ("hot flashes"), back pain ("back pain") and loss of libido ("lack of libido"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, headache, fatigue, hot flush, back pain and loss of libido outcome was unknown. The reporter considered back pain, dysmenorrhoea, fatigue, headache, hot flush and loss of libido to be related to essure. Further company follow-up with the consumer and lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('painful periods /dysmenorrhoea'), genital haemorrhage ('gen abnor bleed'), idiopathic intracranial hypertension ('neuro condition/neurological conditions or problems type: pseudo tumor cerebri'), ovarian cyst ruptured ('a goose-egg sized cyst on left ovary. While removing essure the cyst ruptured/') and rectal haemorrhage ('hemorrhage of anus adn rectum') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, migraine, latex allergy, drug allergy (tylenol), penicillin allergy, endometriosis, missed abortion, pregnancy with iud, chlamydia trachomatis gynaecologic infection, neisseria gonorrhoeae infection, spondylosis and lumbar radiculopathy. Previously administered products included for pregnancy prevention: mirena from 2009 to 2013, nuvaring from 2008 to 2009 and nuva ring from 2008 to 2009; for an unreported indication: motrin and advil. Past adverse reactions to the above products included adverse drug reaction with mirena; nausea with nuva ring; and pruritus with nuvaring. Concurrent conditions included pseudotumor cerebri, abdominal pain lower and anxiety. Concomitant products included lorazepam since 2015 and zolpidem tartrate (ambien) since 2015 for anxiety. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse"). In (B)(6) 2014, the patient experienced loss of libido ("lack of libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2015, the patient experienced idiopathic intracranial hypertension (seriousness criterion medically significant), 2 years 4 months after insertion of essure. On (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced rectal haemorrhage (seriousness criterion medically significant) and anal haemorrhage ("abnormal bleeding (general) hemorrhage of anus adn rectum"). In (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection/vaginitis") and dysuria ("dysuria"). On (B)(6) 2017, the patient experienced back pain ("back pain/low back pain"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced mood swings ("hormone changes:mood swings"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), abdominal pain ("abdominal pain"), iron deficiency anaemia ("anemia"), hypersensitivity ("hypersensitivity"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems") and headache ("headaches"). The patient was treated with atropa belladonna extract;bismuth tribromophenate;zinc sulfate (anusol), botulinum toxin type a (xeomin), cefixime (flexeril), cyclobenzaprine, ferrous sulfate (ferrous sulphate), hydrocodone bitartrate;ibuprofen (vicoprofen), ibuprofen (motrin), meloxicam (mobic), metronidazole (flagyl), ondansetron (zofran), phentermine, topiramate (topamax) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, back pain and pelvic pain was resolving, the genital haemorrhage, fatigue, iron deficiency anaemia, vaginal infection, cystitis, urinary tract infection, vaginal discharge, alopecia, dysuria and menorrhagia had resolved and the idiopathic intracranial hypertension, ovarian cyst ruptured, hot flush, loss of libido, abdominal pain, dyspareunia, vaginal haemorrhage, hypersensitivity, mood swings, migraine, nausea, visual impairment, female sexual dysfunction, rectal haemorrhage, anal haemorrhage and headache outcome was unknown. The reporter considered abdominal pain, alopecia, anal haemorrhage, back pain, cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypersensitivity, idiopathic intracranial hypertension, iron deficiency anaemia, loss of libido, menorrhagia, migraine, mood swings, nausea, ovarian cyst ruptured, pelvic pain, rectal haemorrhage, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: she did not she received treatment for hypersensitivity, uti, bladder infection, vaginal discharge, vaginal infection,urinary problems pregnancy with mirena (B)(4) case created. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Nuclear magnetic resonance imaging spinal - on an unknown date: no lumbar compression fractures or any pars defects. Minimal disc desiccation at l5-s1, without any disc bulge or protrusion at any level. No significant central canal or neural foraminal stenosis of the lumbar region. 2. Incidental partially visualized right s2 and left s3-1 centimeter tarlov cysts. Concerning injuries reported in this case the following ones were described in patient medical records: it confirms events as rectal bleeding, anus bleeding, migraine, pseudo tumor cerebri, vaginal infection and discharge, ovarian cyst, and ovarian ruptured. Further company follow-up with the consumer, lawyer, lawyer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 16-sep-2019: fu1, fu2 and fu3 processed together- pfs and mr received: events menorrhagia, abnormal bleeding (general),hemorrhage of anus and rectum, reproductive system disorder or condition type of disorder or condition: ruptured ovarian cyst, dysuria, apareunia (inability to have sexual intercourse, vision problems, nausea, hair loss, neuro condition/neurological conditions or problems type: pseudo tumor cerebri, vaginal discharge, migraines,hormone changes: mood swings, uti, bladder infection, hypersensitivity, low libido added. Medical history, lab data, treatment and concomitant drugs were added. On 19-sep-2019: fu1, fu2 and fu3 processed together. On 20-sep-2019: fu1, fu2 and fu3 processed together. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.